Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g4, g6, g7, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corretced field- e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the gasket needed to be replaced. Therefore, the fse changed the gasket. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
The initial reporter was (B)(6). Initial reporter: (B)(6). Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during a routine check, the cardiosave intra aortic balloon pump had excessive helium leakage. There was no patient involved.